Event description:
An alarm was reported during the pump load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in following proper loading techniques, enabling successful cartridge replacement and resumption of insulin therapy.